Event description:
Surgeon reports, he has noticed more flared cells in the anterior chamber and a slightly unquiet, red eye one day following surgery. This report is for one of two viscoelastics reported. This report is filed as manufacturer report number 3002037047-2006-00069. The other manufacturer report number is: 3002037047-2006-00068. Surgeon stated, he uses this product only in already `conpromised' cases. He believes the difficulty may be due to the chrondoitin sulfate and the triple negative charge in combination with not washing the product out of the eye completely during surgery. Additional information was requested regarding patient identifiers and outcomes.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.